Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an appendectomy, when removing the stapler, the surgeon noticed a piece of yellow plastic in the intra-abdomen. A piece of the cartridge protective cover broke off inside the cartridge and fell off inside the patient. It was noted that the yellow piece that was lying inside the patient was able to be removed. The portion of the protective cover that fit into the refill was noted to have roughness and was not smooth like the rest of the protection. No patient complications have been reported as a result of this event.